Manufacturer narrative:
(B)(4). The insulin pump passed the displacement test and self-test. However, hardware low level failures alarm confirmed in the insulin pump history due to broken trace at keypad assembly. Unit received with cracked battery tube thread, broken belt clip rails and label damage. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failures alarm after self-test. Customer was able to clear the alarm successfully. Customer did not receive request to rewind insulin pump. Customer was able to complete pump rewind. Customer stated that they performed self test. Insulin pump did pass self test. No harm requiring medical intervention was reported. The device was returned for analysis.